Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an occlusion alert on their pump, which resolved only after changing the infusion set; insulin delivery was then resumed and blood glucose was not affected, consistent with an obstruction of flow associated with the infusion set connector/coupler. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed findings consistent with a deformation-related problem leading to obstruction of flow at the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.